Event description:
Reporting status: serious injury/surgical intervention/permanent damage. Reporting rationale: thrombosis requiring surgical intervention. Device issue: none. It was reported that after two vision stents were implanted, the pt developed in-stent thrombosis within 4-6 days and was treated with a third vision stent which also developed in-stent thrombosis within 4-6 days. The pt was then sent to surgery where a coronary artery bypass graft (CABG) was performed. Reportedly, the pt is unable to take plavix or was not following the protocol on taking plavix. No add'l event or pt info is available.

Manufacturer narrative:
The first two unk vision stents were filed under MFR #2024168-2008-00584. Results and conclusion summation - it should be noted that as per the instructions for use (IFU), the use of this device is contraindicated for "patients in whom anti-platelet and/or anticoagulant therapy is contraindicated".